Event description:
It was reported that when attempting to advance a 4.5x20mm nc trek balloon dilatation catheter (bdc) it would not advance. During removal the bdc met resistance with the .014 balance middleweight universal ii guide wire. It was noted that both devices had to be removed together as one unit. On the guide wire a small relief [unknown damage] was observed just before the beginning of the radiopaque mark and the shaft of the bdc was noted to be damaged. Another guide wire and balloon were used to successfully complete the procedure. There was no adverse patient effect reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Visual inspection, functional testing and dimensional analysis were performed on the returned device. The reported unknown damage was confirmed as a tear/hole was noted on the returned device. The reported difficulty advancing and removing the device onto the guide wire could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported unknown damage, difficulty advancing and removing the device onto the guide wire could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Returned device analysis noted that the nc trek balloon outer member returned torn and the balance middleweight universal ii guide wire polymer coating was separated: however, still held by the guide wire core. No additional information was provided.